Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2017 16:51:35 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) customer called in during ooh to report blank display. Customer said she had woken up and noticed pump was not able to start. Customer had tried to change battery. Replacing & returning country: (B)(6) city: (B)(6) zip: (B)(6) input date: (B)(6) 2017 warranty start: 01/22/2015 warranty end: 01/21/2019 batch - ng1046883h.